Event description:
Patient had a 2.6 fr double lumen PICC (peripherally inserted central catheter) placed. Two and half weeks later, red lumen noted to no longer flush or have blood return. No issues or alteplase instillation needed prior. A few hours later, PICC noted to have a crack in the red lumen at the distal extension tube. PICC was removed. Current standard of care is to wipe external catheter lumens with chg wipes once a shift while cvc (central venous catheter) is in place.